Manufacturer narrative:
Mpi is currently working with the customer to have the device (or at minimum the affected part(s)) returned for eval. At the time of this report mpi was not able to fully evaluate the device to determine whether the damage was caused by misuse or by faulty design/manufacture. Once the device is returned to mpi a full investigation will take place.

Event description:
A pt fell off the table and struck her head against the floor as a result of a weld breaking free from the structure of the frame.